Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown stem lot# unknown, item# unknown unknown liner lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Patient underwent revision due to elevated metal ions and osteolysis. Attempts were made to obtain additional information; however, none was available.